Manufacturer narrative:
This complaint was received from a clinical study involving a retrospective analysis of neuroblate procedures. This complaint was recently identified during the analysis of the clinical data. The timeliness of this submission is artifact of an old complaint handling process and are now being submitted.

Event description:
It was reported that following a tumor ablation procedure, the patient experienced a cerebrospinal fluid (csf) leak, bilateral deep vein thrombosis and mild coordination issues. The patient was prescribed a single dose of 16mg dexamethasone, 200mg of cyclophosphamide once and also alternating 100mg with 200mg of temozolomide for a 21 day cycle. The event was considered resolved.